Event description:
Complaint coordinator reports air bubbles observed during treatment with the psn 140 dialyzer. It was also reported that a blood clot was observed to pass through the venous bubble trap and proceed towards the fistula needle. Clotting was noted by a pressure alarm. Treatment was stopped and resumed with new blood lines and a new dialyzer. Complaint coordinator reported that there was no patient injury or medical intervention associated with this event.